Manufacturer narrative:
The sample has been returned to arrow. Co's evaluation found that when leak tested, bubbles were noted leaking from the adhesive junction at the catheter/bushing area. The leakage appears to be caused by an insufficient amount of adhesive at the juncture.

Event description:
After the iab had been in use for three days, the pump's helium leak alarms were noted. The iab was removed and replaced without any complications.